Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 375 mg/dl. Customer was treated with intravenous saline. Reportedly, the pump did not function as intended. Although requested, the customer declined to perform a pump system check with tandem technical support. The cause for the reported issue could not be determined. Customer reverted to manual injections for insulin therapy.